Event description:
Event description cpi received information that this transvenous defibrillation lead was removed due to high thresholds. The bipolar lead was removed due to dislodgement. The patient received a new implantable cardioverter defibrillator and lead system.